Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the night after implant, the pacing lead dislodged and exhibited pacing failure. The pacing lead was revised the next day and remains in use. No patient complications have been reported as a result of this event.